Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer treated with the manual injection. Customer stated that the insulin pump was not delivering insulin properly. The drive support cap appears normal. Customer alleged that the insulin pump was under delivering insulin due to elevated blood glucose. The reservoir will not be returned for analysis.